Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the subject device with the detergent tank empty and found that no error occurred and detergent replacement display did not disappear. The software version of the subject device was 2.01 and corrugate tube was not attached to the tube of detergent and alcohol because the device was manufactured before the design change to assemble the corrugate tube. Based upon the investigation, omsc surmised that the reported phenomenon was attributed to the followings. - during use, the pipeline tube from the detergent bottle connector to the detergent pump is temporarily broken or crushed due to buckling, etc., or the pressure inside the pipeline tube increases due to some influence, causing the detergent pump to malfunction. - normally, when the detergent level is exhausted, an e95 (no detergent level) error will occur, but since the software of the subject device is ver2.01, e95 is not installed, which causes the detergent replenishment display to blink. Even in that case, the process was continued.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the disinfectant replacement indicator was not disappeared occasionally. There was no report of patient injury associated with the event.